Event description:
The ge oec 9800 fluoroscopy sys failed to boot up in the morning, prior to any procedures.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found that the backplane needed to be replaced while re-seating the cpu on the sys. The customer was advised that the backplane needed to be replaced, but the customer did not approve the repair, since after re-seating the cpu, the sys was operating normally. The sys was further tested and found to be operating as intended, recommended that the sys backplane be replaced. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.